Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. No logs were available for the date the issue was reported.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms, with multiple cartridges during the load process. The specific type of alarm was unable to be verified and troubleshooting was unable to be performed as issue occurred in the past. There was no known impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.